Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported 'partial revision of the uni2 prosthesis: pe (polyethylene) component has to be changed. The pt has a significant prosthesis. The stem of the carpal implant was broken. The implant was removed because unstable. Additional info received on 09/18/2014. Description of the event: the procedure was planned to change the pe. The pe seemed to be unstable, possible decoupling of the pe. The surgeon had planned the possibility to have to change the carpal implant. During the procedure, the pe was fixed to the carpal implant, but the carpal implant was not stable, the screws did not have sufficient anchorage and the stem of the implant was broken. The stem of the implant was cemented during the implantation in 2003. Important prosthesis was observed'. The device was discarded by the user facility.